Event description:
Customer called to report the reservoir had air bubbles and the plunger came out. Blood glucose reading was 144 md/dl. Troubleshooting was performed. Performed fixed prime for 0.5 units of insulin until air bubbles were no longer visible. Advised to store insulin at room temperature to avoid air bubbles. The insulin wasn't stored at room temperature. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).